Manufacturer narrative:
Date of report received: 06 jun 2019. MFR received date: 10 may 2019. Multiple attempts were made to obtain repair/service information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The customer troubleshot with technical support. The customer was advised to swap the video graphics array (vga) controller and power supply. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator generated a 24 volts failed error code. There was no patient involvement. Event date not specified: estimate used.